Event description:
The customer obtained multiple, non-reproducible, higher than expected vitros trop I es patient results (patient 1 = 0.121; patient 2 = 0.135 vs. An expected results <0.012 ng/ml )from two different patients processed on the vitros eci system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the affected samples were repeated due to patient history prior to reporting. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, non-reproducible, higher than expected vitros trop I es patient results were obtained from two different patients while using the vitros eci system. The investigation could not determine a definitive root cause. There is no evidence that an instrument related and/or a reagent related issue contributed to the event.